Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.